Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that premature battery depletion was observed. The patient experienced a vibratory alert. Upon review it was noted that the patient¿s device had reached eri. The battery status was unexpected since previously device longevity was predicted at 1.7 years on (B)(6) 2016. The device was explanted and replaced. The procedure was completed without complication or adverse event.

Event description:
New information states that patient was asymptomatic during the event and in stable condition after the procedure. Patient was discharged from the hospital the same day.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.